Event description:
Medical physicist reported that the align and treat reporting shifts are zero cm in all three directions, when using raw format images for epid, and dicom for the ddr's. When he moves his drrs relative to his port films and computes moves, the shifts come out to be zero. If re-enter is clicked, and the ddrs are repositioned relative to epid's, non-zero moves are displayed in all but the up/down directions. He believes these moves are incorrect. If exit is clicked, and the patient is re-run from the beginning (the isoloc session window), the moves come out to be zero again, even with definite shifts displayed.

Manufacturer narrative:
This is the only clinic with this particular configuration and they were advised not to continue use of the software until a fix is made available.